Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was admitted on (B)(6) 2025 and discharged on (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient experienced outflow graft stenosis due to seroma. Surgical procedure was performed to remove seroma.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of outflow graft stenosis was unable to be confirmed as no images were submitted for review, and the device remains in use. A specific cause for the reported event could not be conclusively determined through this evaluation. It was communicated that the account was unable to provide additional information regarding the reported event. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. The IFU addresses all pump parameters, including pump flow. The IFU outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU also instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The IFU cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked" and "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure". No further information was provided. The manufacturer is closing the file on this event.